Manufacturer narrative:
Per tandem user guide: the transmitter battery will last 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use more than 3 months. During troubleshooting with tandem technical support (cts) the cause of the failed transmitter error was explained to the customer. However, the customer did not believe that the "pump countdown did not match the transmitter battery." Multiple attempts were made by tandem¿s technical support to obtain additional information. However, no additional information regarding this event was provided.